Event description:
Same case as MFR# 2134265-2012-04928. It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was obtained via the vein graft to the posterior descending artery (pda). The target lesion was located in the severely tortuous and non-calcified posterior descending artery. The physician advanced a 12mmx2.50mm emerge balloon to dilate the lesion. The emerge balloon was inflated to 16atms for 45 seconds and ruptured on the first inflation. The physician further dilated the lesion with a 12mmx2.50mm emerge balloon, but the balloon ruptured at 14atms after 45 seconds on the 1st inflation. The procedure was completed with a promus element stent delivery system. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).